Event description:
It was reported that a spectrum iq pump had a piggyback setup and the secondary bag was filling up the primary bag. The primary bag was lower than the secondary bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to compatible sets list and the spectrum iq operators manual for set up instructions. Should additional relevant information become available, a supplemental report will be submitted.